Event description:
In 2006 the lay user/reporter contacted lifescan (lfs) alleging the one touch ultra meter was giving an error 4 error message. The reporter stated that in january 2006, early in the morning, the pt obtained an "error 4" message on the reported meter and was unable to obtain a blood glucose reading. The pt was fine when he went to bed the night before. At the time of the incident the pt was experiencing symptoms of numbness in the arms and being unable to recognize family members. The reporter, the pt's spouse, contacted emergency svs, who arrived about 7 mins later and obtained a blood glucose result of 33 mg/dl using the pt's backup meter. The paramedics gave the pt glucose intravenously. The pt's blood glucose level was not retested after the treatment, and the pt was not transported to the hosp. The pt experienced a hypoglycemic episode several years ago, and resolved it with eating food. The pt normally takes novolog insulin and lantus insulin on a sliding scale. The customer care advocate determined during the troubleshooting telephone call that the pt was handling the reagents appropriately, the testing technique was correct, the test strips were in good condition and the room temperature was normal. The meter, test strips and control solution were replaced. This incident is being reported due to the pt obtained an error message on the meter, was unable to obtain a blood result, was experiencing hypoglycemic symptoms and had to receive emergency medical treatment.